Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-aug-2020 from a healthcare professional (hcp) via a company representative who reported that the cause for being unable to withdraw fluid from the cap (catheter access port) was not determined. The doctor felt that she was in right location and she could feel the needle penetrate the rubber stop at the back of the pump. She just could not withdraw fluid. The issue was not yet resolved, and no additional actions/interventions had yet been taken. They were awaiting a decision regarding a possible surgery date to replace the catheter. It was noted that the surgery may or may not happen. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg2js6115, implanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(4), ubd: 28-mar-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. On (B)(6) 2020 it was reported that the patient had poor pain control. There were no environmental, external, or patient factors that may have led or contributed to the issue. A catheter access study was attempted, but they were unable to access the cap (catheter access port). They decreased the dosage to see if the patient had any response to the decrease in dosing and the patient did not have a change in pain. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. Surgical intervention was planned, but not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8578, lot# hg2js6115, implanted: (B)(6) 2018, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2020-jul-30. It was reported that they were unable to withdraw fluid from the cap. The device was not explanted. There were no further complications reported/anticipated.